Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working so stopped wearing it. The customer experienced low blood glucose of 52 mg/dl at the time of incident. The customer¿s current blood glucose value was 169 mg/dl. Customer has not been using insulin pump system within 48 hours of reported low blood glucose event. Emergency medical service was dispatched as a result of low blood glucose. The customer treated with glucose shots in hospital. The insulin pump will not be returned for analysis.